Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 12-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed in to station and verified that the station was functioning properly, and the medication application was able to launch. The station was restarted, and the medication application continued to launch successfully after the reboot. The system functioned as intended after the technical support specialist (tss) investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, pyxis got struck on carefusion screen. Customer tried to reboot but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.